Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula or adhesive failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod detached from the infusion site on the abdomen after wearing the pod for approximately 5 to 24 hours, resulting in the patient¿s blood glucose level rising above 13.9 mmol/l (250.2 mg/dl). The patient subsequently applied a new pod to treat the issue.